Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that it was reported that the caller is not with pt. Pt is inpatient at their facility. Caller states the pt had a revision in 2019 after ins was implanted and caller doesn't know what the revision was about. Caller states the pt indicates that the stimulator doesn't work since the revision. The caller has no information as to what that means.